Event description:
It was reported that the svc impedance was greater than 200 ohms, and the patient received shocks for noise that was observed on the egm. An apparent lead fracture and unstable impedances were also reported. The lead was capped. No patient complications have been reported as a result of this event.